Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 06) occurred. Reportedly, the pump was not outside of the allowable operating altitude at the time of this alarm. Additionally it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Customer's blood glucose level was 90 mg/dl. The customer successfully loaded a new cartridge to resolve the reported issues.